Event description:
In 2002 the end-user called medtronic minimed and stated that the tubing near pcc is hanging by a thread and is leaking insulin. It is the actual tubing that is cracked. In 03/2003 maersk medical a/s received the complaint and 1 used set.